Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, sn (B)(6), +20.5d) was inadvertently implanted in the right eye (dominant) instead of the light adjustable lens (lal) and subsequently explanted due to blurry vision. A new light adjustable lens (sn (B)(6), +20.5d) implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).